Manufacturer narrative:
There was no user or patient injury with this incident. The dealer service technician was informed by the manufacturer's technical support that for this event to happen voltage had gotten to the tubehead somehow and that the tubehead had potentially been hooked up to the incoming line in error. If the unit is wired correctly, when it is powered on there is no voltage going to the tubehead. During the call the technician checked the incoming hot line to ground (122 vac) and neutral to ground (.008) and everything checked normal. The office stated during a follow-up communication that the damaged x-ray unit was replaced by the dealer. A representative for the dealer stated the unit had been disposed of. No further evaluation can be performed. In conclusion, improper re-installation of the x-ray unit contributed to this event. Service performed by dealer service tech

Event description:
A dealer service technician was moving the x-ray unit from one wall to another. When the unit was powered on, the oil sprayed out of the top back of the tubehead and the tubehead produced a burning smell.